Event description:
It was reported that a foley catheter was placed to the patient on (B)(6) 2023 and it spontaneously fell out of the patient at 23:45 the same day. The catheter remained connected to the urobag, but it was torn and the tip of the catheter seemed to be missing. An ultrasound confirmed that it was indwelling in the bladder. The tip of the catheter was extracted under cystoscopy. Upon checking the recovered catheter, it was noticed that there were several scratches on the shaft. The patient had dementia and likely injured the catheter and removed it themselves. The representative confirmed that the catheter was disconnected and also confirmed that they matched when the cut surfaces were aligned. Per follow up information received via ibc on 06nov2023, the customer stated that the catheter tip found in the bladder. As per the follow up information received on 06nov2023, the customer stated that it was unclear if the scratches led the breakage but confirmed that there was a wound but they could only speculate that the scratches would have led to the breakage.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a foley catheter was placed to the patient on (B)(6) 2023 and it spontaneously fell out of the patient at 23:45 the same day. The catheter remained connected to the urobag, but it was torn and the tip of the catheter seemed to be missing. An ultrasound confirmed that it was indwelling in the bladder. The tip of the catheter was extracted under cystoscopy. Upon checking the recovered catheter, it was noticed that there were several scratches on the shaft. The patient had dementia and likely injured the catheter and removed it themselves. The representative confirmed that the catheter was disconnected and also confirmed that they matched when the cut surfaces were aligned. As per follow up information received via ibc on 06nov2023, the customer stated that the catheter tip found in the bladder. As per the follow up information received on 06nov2023, the customer stated that it was unclear if the scratches led the breakage but confirmed that there was a wound but they could only speculate that the scratches would have led to the breakage.